Event description:
Additional information received indicating that the patient still has an infection at their chest incision site although the generator was already removed.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient has been picking at their incision site which caused an infection and extrusion at their generator site. The patient was referred to surgery and had their generator explanted. Device history records were reviewed for the generator . The generator passed all specifications prior to distribution. The generator was hp sterilized. No other relevant information has been received to date.